Manufacturer narrative:
Event date: 2020. Manufacturer/compounder: baxter healthcare - (B)(4). Initial reporter facility name: (B)(6). Literature article: ozaki s., inoue m., sakakura y., tamai y., hara t. ¿postoperative cyst formation after endoscopic hematoma removal for intracerebral hemorrhage using locally absorbed floseal thrombin hemostatic matrix: case presentation¿. January 2021. Japanese journal of neurosurgery 30(5):402-407. Doi:10.7887/jcns.30.402. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an endoscopic hematoma removal in which floseal was used. After aspiration of the hematoma, and confirmation that there was no arterial hemorrhage, floseal ¿was filled into the hematoma cavity¿. ¿the hematoma cavity was irrigated with a glucose/inorganic salt combination kit and hemostasis checked. The wound was closed and surgery completed. The patient was transferred to the intensive care unit and was ¿improved¿. It was reported on post- operative day 6 the patient experienced an intracerebral cyst formation. On post-operative day 11 a cystic lesion was observed. Endoscopic evacuation of the hematoma was repeated on post-operative day 12 to improve intracranial cavity expansion. It was suspected that residual floseal was left inside the cavity and ¿it is difficult to cleanse the excess after filling of this material¿. On an unreported date, the patient was transferred to a rehabilitation hospital and the patient outcome was not reported. No additional information is available.